Manufacturer narrative:
(B)(6). The device was returned for evaluation for (B)(4). During visual inspection, it was identified that the roller clamp was short molded. This confirmed the condition. The cause was determined to be due to an issue with the machine at the manufacturing facility. Production of this product code has been transferred to another manufacturing facility and as a result is being re-evaluated under change control. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a chemo therapy set, it was identified that the roller clamp was short molded. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.